Event description:
It was reported that patient attended for a routine 3 weekly supra pubic catheter change in the hospital. Biocath size 16 catheter had been changed previously on 2/11/20, but was unable to withdraw more than 4mls from the balloon of the catheter. The catheter was removed with a small amount of fluid still in the balloon. Per additional information via email from ibc on 02jan2021, the date in the event description. It¿s the date the catheter had been changed previously.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer/collapse lumen.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use only. Do not reuse. Do not resterilize. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient attended a routine for 3 weekly supra pubic catheter change in the hospital. Biocath size 16 catheter had been changed previously on the (B)(6) 2020, but unable to withdraw more than 4mls from the balloon of the catheter. The catheter was removed with a small amount of fluid still in the balloon. Per additional information via email from ibc on 02jan2021, the date in the event description. It¿s the date the catheter had been changed previously.